Event description:
During a ventricular tachycardia procedure, signals could not be displayed and the procedure was cancelled. The generator was unable to display the signal of the catheter. Repeated attempts to restart were unsuccessful and the procedure was cancelled with no patient complications.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. No non-conformances associated with the reported event were identified. Based on the information received, the cause of the reported display issue and subsequent cancellation remain unknown.